Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture due to dislodgement. The lead was capped and replaced successfully. The patient tolerated the procedure well and was stable post procedure.